Manufacturer narrative:
(B)(4). D10 ¿ medical products item# 915-2314, lot# 66425042, lacto scr 1.5x3mm 1.5 sys qty 2. G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the screw was loose in its fixation during implantation, so another product was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.